Event description:
The patient was having an orif of right humerus, using a new proximal humerus plate set. The new guide is attached to the plate with a screw during the procedure, and then should be removed at the end of the procedure. The physicians forgot this new additional step and left the guide in the patient's arm, attached to the plate. The doctor saw the retained guide on x-ray several hours later and brought the patient back to operating room to remove the guide under local anesthetic with sedation. The guide looks like it is part of the set that should remain in the patient. A 3.5mm lcp periarticular proximal humerus plate - part of the synthes locking compression plate (lcp) system. Reporting to make awareness that the appearance of the device and the guide are too similar. Decision to report after case was reviewed for ways to prevent this type of return to the operating room.

Manufacturer narrative:
(B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Additional information from the user facility report: brand name: synthes, common device name: periarticular proximal humerus plate, manufacturer name and address: synthes, (B)(4).